Event description:
Vascor model 111-256, bipolar impedance at implant, measured 510 ohms on 11/12/96. Bipolar impedance slowly climbed as follows: 12/3/96 - 640 ohms; 12/31/96 - 739 ohms; 2/11/97 - 785 ohms; 5/20/97 - 945 ohms. Impedance has slowly been declining since reaching a high of 945 ohms. Ranged from 914 ohms to 843 ohms 2/12/99, and 811-836 ohms from 8/11/97 - 2/12/99. Impedances bipolar on 5/28/99 measured 778-826 ohms. Pt is totally pacemaker dependent. Will replace the lead prior to failure.